Event description:
Related manufacturer reference number: 3006705815-2023-01507. It was reported during an ipg replacement (related manufacturer reference number: 3006705815-2023-00638) the patient was not receiving effective therapy due to high impedances. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that the patient's leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.